Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 38 mg/dl and 135 mg/dl, while using the suspect device. Reporter indicated that patient's therapy was not modified based on these results. No patient injury was reported and no treatment was received. Quality control testing has not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.